Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 3 it was reported that while using one bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the nurse obtained a needlestick injury when discarding the butterfly. There was no other health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received samples for investigation, totaling 20 units. The samples were visually inspected for cracked safety shields, and all passed with no observed cracks or damage. All process and final inspections complied with specification requirements. Additionally, 100 retained samples underwent visual inspection for cracked safety shields, and another 100 retained samples were inspected for bent IV and np cannula; all retained samples passed testing. All 20 returned samples also passed functional tests for shield activation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: needle stick. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 3. It was reported that while using one bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the nurse obtained a needlestick injury when discarding the butterfly. There was no other health impact or consequence reported.